Manufacturer narrative:
Ps341815. Method: the complaint ojr416 optiflow junior cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on information provided by the customer. Results: the patient's father stated that the prongs of the ojr416 cannula rolled out from the patient's nares. Conclusion: we are unable to determine what caused the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Regular monitoring of the patient is necessary to ensure a slight gap between the cannula and septum is maintained, as well as the correct placement of the prongs in the nares. Using this product beyond 7 days may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Event description:
A patient's father in (B)(6) reported that the prongs of an ojr416 optiflow junior 2 nasal cannula rolled out from the patient's nares. There was no patient consequence.